Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement has been steadily increasing over the last two years and was currently at 1820 ohms. The r wave amplitude was also observed to be low. Due the age of the lead, since the pacemaker had reached elective replacement indicator (eri) and the patient was undergoing a procedure for normal battery depletion, the physician elected to surgically abandon this lead. A new pacemaker and rv lead were successfully implanted. No adverse patient effects were reported.